Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 18 mg/dl. It was stated that the customer had been experiencing erratic blood glucose levels prior to the event. The customer blood glucose levels at one point were greater than 1000 mg/dl. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case on lcd display window corners, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.